Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified lesion in the mid right coronary artery (rca). Pre-dilatation was performed using a 2.0x10mm non-abbott balloon dilatation catheter (bdc). A 3.00x48mm xience xpedition rx stent delivery system (sds) was advanced to the lesion and the stent was successfully deployed at 10 atmospheres. The sds was removed and post-dilation was performed with a 3.0x10mm non-abbott bdc at 20 atmospheres. An edge dissection was revealed on the proximal end of the implanted stent after post-dilatation, and a 3.00x28mm xience xpedition stent was implanted to treat the dissection. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.